Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device and lead were removed.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with twiddler¿s syndrome and the patient twiddled the right ventricular (rv) lead until it became dislodged. The lead was programmed off and remains in the patient out of service. It was further reported that the patient twiddled the implantable cardioverter defibrillator (ICD). The physician decided to implant a subcutaneous ICD. The device was programmed off and remains in the patient out of service. No further patient complications have been reported as a result of this event.